Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the doctor due to hyperglycemia. The patient's blood glucose levels reached 428 mg/dl while wearing the pod between 37 and 48 hours. The patient had ear pain and was vomiting. When the pod was removed from the infusion site (leg), the cannula was found bent. The doctor administered the patient with an insulin injection of 1.5 units for treatment. The patient was released after thirty minutes.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts , drive stalls or alarm.